Event description:
It was reported that the pump battery intermittently could not be charged. Additionally, it was reported that the pump touchscreen was intermittently unresponsive, however at the time of the report with tandem technical support the pump touchscreen functioned as intended. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 135-145 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.